Event description:
According to the reporter: the external black sheath came off the device and the suture broke along with the ring at the handle of the device. Nothing fell into the patient and the sample will be returned for further eval.

Manufacturer narrative:
(B) (4). (B) (4).